Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that they fell into the water while connected to the insulin pump. Customer's blood glucose was 128 mg/dl. The customer reported the display went blank immediately after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.